Event description:
The customer reported lines appearing on the display.

Manufacturer narrative:
The customer reported lines appearing on the display. A philips representative evaluated the device and the reported symptom was duplicated. Both the power pca and processor pca were replaced. Based on the available information, we could not determine the cause since multiple pcas were replaced.